Event description:
It was reported that during a laparoscopic colectomy procedure, the jaws could not be opened at the 7th to 10th firing. Harmonic device was used on the specimen side and the patient side, and cut the tissue. No bleeding was confirmed. Then the operation finished. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition with the jaws properly aligned. Upon cycling the device, it was noted to be empty, locked out and the orange indicator was found undertraveled. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: the trigger was not returned to home position manually. The surgeon did not confirm whether the clip was fed into the jaws properly or not before the incident. There was no unexpected resistance in grasping the trigger. There was no unexpected noise at the firing. There was no torquing or twisting of the device present at the time of firing. The device was not fired across something hard such as a clip. The device was not fired after the incident. Did the surgeon try to pull the trigger from the handle? ---no. Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? ---the information was not provided from the hospital. How was the device removed? ---the device was removed by using harmonic device to cut the specimen side and the patient side of the tissue. Was there any tissue damage? ---no.